Event description:
It was reported that a malfunction occurred. There was no reported adverse impact on the customer¿s blood glucose level. The customer received information from technical support on how to reset the pump, successfully performed the reset, and was advised to continue using the pump. The customer was informed to contact support again if the issue reoccurred and confirmed understanding of the instructions provided.